Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv tubing was damaged, and leaked on 2 occasions. The following information was provided by the initial reporter: hole in line. Detailed incident description: leaking of normal saline identified from hole in line during priming process. This is second incidence, first line was discarded.

Event description:
It was reported that as lvp 20d 2ss cv tubing was damaged and leaked on 2 occasions. The following information was provided by the initial reporter: hole in line. Detailed incident description: leaking of normal saline identified from hole in line during priming process. This is second incidence, first line was discarded.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20056176. D.4. Medical device expiration date: 5/16/2023. H.4. Device manufacture date: 5/16/2020. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/6/2020. H.6. Investigation: the pumping segment and tubing of an alleged 2420-0007 sample was received for investigation with no signs of residual fluid present in the line; no packaging was received with the sample, however the customer indicates the affected lot number to be 20056176. A visual inspection confirmed the customer's experience as a cut was identified to the silicone tubing approximately 2 mm wide located near the upper pumping segment component. Analysis of the assembly process did not identify a definite source for the observed damage to the pumping segment and a definitive root cause could not be determined. A review of the production records for lot 20056176 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.